Event description:
It was reported to philips that the system's collimator was not working. The device was inside clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during coronary procedure. The procedure was completed as planned because there was no effect for this issue. It was reported to philips that the collimator not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found command of the patient position selection for the geometry fails because the control module defective. To resolve the issue, fse replaced the control module. The defective components were returned for analysis, for control module, malfunction was observed and the failed part was button, joystick, handle, switch not working. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.